Manufacturer narrative:
H11: the actual device was not available; however, photographs of the sample were provided for evaluation. Visual inspection of the photos showed that a reddish liquid was present inside the set access pre-pump pod. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The origin and identity of the foreign matter was not determined as no further or actual sample testing could be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6) hospital. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an "unknown red liquid is found in the pressure sensor" of a prismaflex st150 set during priming. There was no patient involvement. The machine was not cleaned in the previous treatment with the same patient. No additional information is available.